Manufacturer narrative:
The investigation for the product damage, vascular damage, and removal issues has been completed. The product was not returned. Based on the clinical details, the surgeon sewed the graft directly to the aorta, and had the nurse pull the pump even though there was significant resistance met. The significant resistance was caused by the sutures not being removed for the graft. The root cause of the removal issue is due to use. Due to the sutures not being removed, the nurse tore the graft causing significant bleeding. The root cause of the vascular damage peripheral vessel is due to use. Even though there was significant resistance met, the physician instructed the nurse to keep pulling. The pump was pulled out of the lv but the cannula became detached in the graft. The root cause of the product damage (detached inflow/outflow) peripheral vessel is due to use.

Event description:
The complainant reported a patient was on impella 5.5 support and while on support, the patient had an open chest. Four washouts were performed, and multiple blood products were given to the patient. Heparin was in the purge. Support was continued. Additionally, upon removal of the pump, the pump was pulled out of the left ventricle. The nurse met significant resistance when pulling the pump out of the graft. The nurse was advised to keep pulling and ended up tearing the impella catheter off the cannula. Blood loss was noted out of graft, and it was eventually clamped. The cannula was then removed. The surgeon noticed that the sutures had not been cut on the graft which is what caused the resistance. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.